Event description:
The device was replaced due to poor thresholds, no capture, sensing difficulty, and inability to retract the helix. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.